Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed and would not open. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer (fse) found corrosion and a loose connection. The fse greased all four latches. Then, the fse found the door latch switch broke when the connector was pulled off. The fse replaced the latch and tested it in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1(initial reporter facility name: (B)(6).